Event description:
Customer reported that the automatic quality control (aqc) was turned off on the instrument for 6 days, from (B)(6) 2013. Customer also reported that approximately 60 patient samples were run during this time frame. He stated that after review of patient samples run during that time frame, 2 capillary sample results did not match their previous results. One sample for po2 and the second sample for po2 and pco2. Customer indicated that patient treatment was not changed due to these results. There was no report of injury due to this event.

Manufacturer narrative:
The event was occurred due to an operator error. The operator had mistakenly de-selected aqc on the instrument. Patient results shouldn't have been generated when the automatic qc (aqc) was turned off. The instrument is performing as intended.